Manufacturer narrative:
An initial evaluation by the manufacturer has been completed, but the investigation is ongoing. Once the investigation is complete, a follow-up report will be submitted. (B)(4).

Event description:
A patient underwent radiofrequency ablation using the channel endoscopic catheter. It was reported by the account that focal end of the channel catheter was frayed. An initial evaluation of the catheter by the manufacturer assessed that the initial damage to the electrode might have occurred within the endoscope if part of the electrode was still in the endoscope and pressure was applied as if ready to ablate. In addition, the electrode could be further damaged while being pulled back into the working channel of the endoscope upon removal of the device. There was no harm to the patient or to the user. This is being reported out of an abundance of caution.

Manufacturer narrative:
On february 17 2015, the manufacturer received additional information from the account regarding the barrx channel rfa endoscopic catheter. Per the gi manager at the account, there was no difficulty with the insertion of the catheter into the working channel of the endoscope. In addition, the patient was successfully treated and there was no need to abort the procedure. The tear of the electrode on the catheter occurred towards the end of the case. It was reported that the treating physician attempted to clean off the catheter by using the side of the distal end of the scope. The instructions for use (IFU) states the following: it is not recommended to clean the electrode surface by repeatedly moving the electrode surface in and out of the distal end of the endoscope. The IFU recommends removing the catheter from the working channel of the endoscope and cleaning the electrode surface with wet gauze.